Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The explant date should have been (B)(6) 2019 rather than (B)(6) 2019.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-10661. It was reported the patient ineffective stimulation due to low impedance on the leads. As a result surgical intervention took place during which the patients leads were explanted and replaced. Surgical intervention addressed the issue.